Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported via the latitude home monitoring system, that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a reduction of signal amplitude and a change in morphology resulting in over-sensing of noise, and untreated episodes. The episodes are suspected to be nocturnal and due to a postural change, which causes the amplitude reduction. The device is currently programmed in the primary vector. The patient is to be seen in the clinic in the near future for a follow up. The device remains implanted. No adverse patient effects were reported. It was reported that this patient has a secondary device, cardiac resynchronization therapy pacemaker (crt-p) (biotronik) device with epicardial leads. This device and leads remain implanted. No adverse patient effects reported.